Event description:
It was reported that during an unknown procedure, the device did not work. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/16/2008. Evaluation summary: the analysis results found that one device was returned with the handles open and with no reload present. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the shrouds became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.